Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the device stopped operating on a patient. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Device evaluation: the manufacturer's international service technician was unable to duplicate the reported issue. Review of the device diagnostic history indicated a vent inop occurrence due to a pressure regulation high reference failure. Patient/user involvement: patient information was requested and the customer provided patient age, date of birth, gender, weight and height. Resolution and disposition: the service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Event description:
Customer reported the device stopped operating on a patient. There was no patient harm.